Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that approximately one hour into an autologous blood transfusion in the cardiac ICU an air in line alarm alerted the nurse. The nurse did not visualize any air in the IV tubing and upon further investigation, pulled the tubing out of the pump module and felt some "moisture" that the nurse determined to be leaking from "a hole in the IV tubing". The nurse replaced the tubing.